Manufacturer narrative:
Power cord frayed from rubbing on caster.

Event description:
It was reported by service report that the power cord was frayed. No pt involvement or adverse consequences are reported.